Event description:
The patient experienced an increase in symptoms due to the lead stretching. The doctor felt the lead was no longer working. The ins and lead were replaced in 2009 to avoid additional surgery in the near future. Additional information has been requested.

Manufacturer narrative:
Lead model 3387-40 lot# j0405874v implanted: (B)(6) 2004 explanted: 2009. Extension model 748240 serial# (B)(4) implanted: (B)(6) 2004 explanted: na.